Event description:
It was reported the patient ((B)(6)) was not receiving effective stimulation. In turn, the patient underwent surgical intervention. Intraoperative diagnostic testing revealed invalid impedance measurements on the lead. As a result, the physician decided to explant and replace the patient's lead and extension which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.